Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Additional information about this event was made available via postmarket study data, but was not transferred to our complaint handling database at that time. Medical device problem code, migration (a010402) has been added to capture the left breast bottoming out that the patient suffered.

Manufacturer narrative:
At the time of this report, mentor has become aware that the patient underwent surgical intervention without implant explantation. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Concomitant medical products: (right) 270cc mentor memorygel breast implant catalog: 3505270bc lot: 7546015 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation with two 270cc mentor memorygel breast implants, suffered left side asymmetry post-operatively. As a result, the patient underwent surgical intervention, position change, without implant explantation on (B)(6) 2019.